Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for scheduled pulse generator change out, during the procedure the right ventricular lead exhibited a capture anomaly and impedance issue. The lead was capped and replaced successfully on (B)(6) 2016. The patient was sent home in stable condition.